Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple arrhythmia episodes were detected and treated with multiple shocks as well as anti-tachycardia pacing (atp) therapies, none of which seemed to have terminated the arrhythmia. Approximately four days later, the device continued to show a longevity estimate of 4 months until recommended replacement time (rrt) despite a recovery in battery voltage. Per the physician's decision, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented with a ventricular tachycardia (vt) storm. Due to recurrent, sustained vt, the patient was given amiodarone.